Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of death was cardiac failure. Prior to passing away, the patient developed and was hospitalized for peritonitis. Therapy was discontinued and the patient was placed on hemodialysis. Treatment information was not reported and it was unknown if the patient had recovered from the peritonitis prior to passing away. No additional information is available at this time. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.